Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. Errors c-34, c-00 and c-84 were present in the logs. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The fuse box and rear of the unit had an ozone/burnt smell that lingered when powered on.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site received multiple c-00 and m-11 errors on the vio dv 2.0 integrated electrosurgical unit (iesu). The site tried multiple monopolar cords with no change. The bipolar port was working, but the system faulted with monopolar. The site did a couple power cycles and changed out the green cautery cable with no change to the errors coming up. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon power-up of the system. The system initially powered on without errors. To resolve the reported issue, the site replaced the monopolar instrument and cord. The issue was unresolved so intuitive surgical, inc. (Isi) technical support was contacted. The site switched to using the covidien generator. The procedure was completed robotically by switching to the covidien generator.